Manufacturer narrative:
The cassette was in the warmer at the time of the rupture and that the units were disposed of immediately after the event. Because of this, no further information on the cassette was available. The customer was unable to confirm if a pump was being used with the cassette that would have exposed it to a high pressure that may result in a rupture. The event occurred during a procedure, however another cassette was available to complete the procedure with no adverse effect on the patient.

Event description:
It was reported that the blood warmer cassette leaked inside the fluid warmer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the blood warmer cassette leaked inside the fluid warmer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.